Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, urinary problems and dyspareunia. The patient underwent mesh revision on (B)(6) 2006 and mesh removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/20/2017. It was reported that patient underwent d&c, hysteroscopy with novasure endometrial ablation on (B)(6) 2007 by dr. (B)(6) due to dysfunctional uterine bleeding (B)(6). It was reported that patient underwent laparoscopic tubal sterilization with filshie clips on (B)(6) 2005 by (B)(6).

Event description:
It was reported that patient underwent d&c, hysteroscopy with novasure endometrial ablation on (B)(6) 2007 by dr. (B)(6) due to dysfunctional uterine bleeding (B)(6). It was reported that patient underwent laparoscopic tubal sterilization with filshie clips on (B)(6) 2005 by (B)(6).

Manufacturer narrative:
Date sent to FDA: 4/20/2017. It was reported that following insertion patient experienced incontinence and infection.

Event description:
It was reported that following insertion patient experienced incontinence and infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urinary urgency.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat stress urinary incontinence, vaginal prolapse, cystocele and rectocele. Post implantation the patient experienced pain, erosion, extrusion, dyspareunia and urinary problems and underwent mesh excision on (B)(6) 2006 and on (B)(6) 2010. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00750. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.